Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy surgical procedure, a fragment from a permanent cautery spatula instrument fell inside the patient. The fragment was retrieved in the same procedure. The procedure was completed as planned with no reported injury. Additional information was obtained about the complaint. The end of the spatula fell inside the patient and was retrieved in the same procedure. The customer did not remember what instrument was used to retrieve the fragment or if there was an instrument collision. They did not need to do any post-operative tests because the fragment was large and easy to find. There was no injury to the patient and there have been no reports of any injury post-procedure. The instrument will be returned to isi, but she did not know if the fragment was going to be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.085" x 0.140" was found to be broken off the grip tip. The broken piece was not returned. This failure is typically associated with mishandling/misuse, such as excess force applied to the instrument jaws.